Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the seal ripped on a 511s from a ftr72 kit. The surgeon inserted the er320 through the 511s and noticed dramatic pneumo loss. The seal had ripped requiring replacement of trocar. There was no consequence to the patient.